Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. At the time of the event at approximately 7 am, the logs show a cartridge change occurred but no rewind, confirming the complaint. The cause is attributed to the user not rewinding the device and disconnecting during a supply change as trained.

Event description:
On (B)(6) 2025, a patient reported they inserted a quarter-filled cartridge without rewinding the ilet and disconnecting from their site resulting in an unintentional delivery of insulin. The patieint's bg was 54 mg/dl at the time of the call displaying as flat arrows on the ilet. The patient self-treated with a glucocrush drink and their bg rose to 61 mg/dl. The patient got home and checked their bg again, reporting it at 75 mg/dl. The agent asked the patient to disconnect pending a call to customer care to reconnect while on the phone. Approximately 45 minutes later, the agent called the patient back and their bg was at 114 mg/dl. The agent then assisted the patient with the supply change and they are back on the ilet. The patient reported that they were fine.